Event description:
During a directional atherectomy procedure, the wire was being used with another MFR's dca device and broke inside of the pt. The tip of the wire remains in the pt. Attempts to retrieve the wire was unsuccessful. Pt status is listed as "ok".